Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Upon checking the closure device release criteria, a 3-4cm long thrombus was identified on the core wire of the delivery system originating from the threaded insert and extending into the left atrium. As the device released, the device was aspirated. The closure device was successfully implanted, however, the thrombus was still present on the device. Surgical intervention was discussed at the time of the procedure, but it was decided to monitor the patient before performing additional intervention.